Event description:
On (B)(6) 2012, the pt is a (B)(6) male who underwent a right knee arthroscopy with anterior cruciate ligament reconstruction using quadriceps tendon allograft. The graph was fixed with biocomposite interference screw. In addition, he underwent microfracture of a medial femoral condyle focal chondral lesion and débridement of lateral meniscus for lateral meniscus tear. He had persistent pain postoperatively. X-rays 2 months postoperatively demonstrated a metallic foreign body in the posterior compartment of the thigh. Cat scan confirmed that there was a wire measuring approx 6.5 cm located laterally to the right superficial femoral vein. On (B)(6) 2012, surgery was performed to remove the wire. It was measured approx 6.3 cm and appeared to be the tip of a guide pin used to place cannulated screws during the acl reconstruction. Once removed, the guide pin was sent to pathology. It was confirmed to be the tip of an arthrex nitinol guide pin with blue depth markings. Pathology reports: "foreign body right thigh" and consists of a cylindrical piece of silver-gray colored metal measuring 6.3 cm long and 0.1 cm in diameter. Although stiff, it is slightly flexible. One end is rounded and smooth. The opposite end is slightly bent very close to the terminus, estimated about a 30 degree angle. This end has a flattened, slightly irregular surface which is somewhat dull compared to the surface elsewhere. Approx half of the length of this cylindrical object is slightly bent, beginning from the roughened end described above. Centered about 2.5 cm and 3 cm from the smooth, rounded end, the surface shows two bluish bands measuring about 0.15 cm long each.